Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection found no anomalies. Bench analysis found that after the electrically erasable programmable read-only memory (eeprom) was replaced, the device powered up normally. The error log was also reviewed, but the log analysis was inconclusive. Conclusion: corrupt eeprom.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device powered generated an error and attributed it to the main printed circuit board being out of specification in an electrical manner. Analysis further noted that one case screw was contaminated and one missing, it needed the updated battery shorting bar design and that the error log showed errors. All found defective parts were replaced and all identified issues were resolved. (B)(4)

Event description:
It was reported that the external pulse generator generated an error code. The generator was returned for service. There was no patient involvement.